Event description:
Patient was able to finish her gamunex-c infusion, but freedom pump broke over the weekend, so patient will need a new pump shipped to them. No missed doses reported, no adverse events reported, pump available for investigation upon return. Serial number unknown.